Event description:
No reading on capnography; failed to recognize end tidal co2.======================health professional's impression.======================paramedic unsure what caused the problem. Monitor removed from service and evaluated by clinical engineering. No problem identified and monitor returned to use. The filter was not saved. The possible issues include the filter,the connection not completely seeded by paramedic or problem with monitor. Patient information not provided.